Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition. A revision was performed where the chronic rv lead was surgically abandoned. The chronic shocking lead pace sense portion was plugged into the pace sense rv port. No additional adverse patient effects were reported.